Manufacturer narrative:
Follow-up # 1 the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultra meter would not turn on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the alleged power issue began at an unspecified time on (B)(6) 2016. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise and did not make any changes to their normal diabetes management routine as a result of the alleged product issue. The patient stated that an unspecified period of time after the alleged product issue occurred they developed the symptoms of tremors and feeling dizzy&#56224;however, the patient denied requiring any form of treatment as a result of these symptoms. At the time of troubleshooting, the cca noted that there was no misuse of the product and the patient was using the correct test strips. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.